Manufacturer narrative:
Physio-control advised the customer to complete the defibrillator calibration procedure, and then conduct a performance inspection procedure (pip). The device was not returned to physio for an evaluation. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently will not charge. They attempted to charge the device during patient use and had to turn the device off and then back on, in order to get the device to charge. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device intermittently will not charge. They attempted to charge the device during patient use and had to turn the device off and then back on, in order to get the device to charge. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.